Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). A sample was not returned for evaluation. Two photographs were returned and showed sleeve leakage. A review of the device history record could not be performed as a lot number was not provided for this incident. Bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle, 21 g x 1.25 in. Sleeve does not recover properly. No serious injury or medical intervention required.